Manufacturer narrative:
The replaced part was returned to the philips product investigation lab (pil) to be reviewed by a pil technician. The pil technician installed the returned part into the pil test device and was able to verify the alleged device issue, reproducing the primary alarm failed error code during the diagnostic portion of the test device operation. Additionally, the pil technician verified that the speaker did not operate as expected during an alarm condition. The pil technician found that the speaker failure was due to open resistance on the voice coil of the speaker. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a primary alarm failure. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The authorized service provider (asp) confirmed in the repair center that there was a power speaker failure error code. The occurrence of the error code was confirmed in the devices event log. The asp replaced the speaker, and the issue was confirmed to have resolved. Periodic maintenance was performed, and no further malfunction was observed. The investigation concludes that no further action is required at this time.